Event description:
Arterial lumen had a slit in it. Extension had to be changed. The pt was sent to the ER, was released and the next day had the extension changed. The nurse stated that the lumen could have been weakened from taping the lumens to the pt.